Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the trunk cable was missing and the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the inability to complete testing is the damaged cables and wires. The root cause of the damaged cables and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wire.

Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.